Event description:
Per md's report: the patient is an elderly male who has history of coronary artery bypass surgery, status post CABG(coronary artery bypass grafting) to the lad (left anterior descending artery) with a lima (left internal mammary artery)and saphenous vein graft to the diagonal branch. Since then, the patient had pci(percutaneous coronary intervention) to the proximal circumflex and mid circumflex, as well as the saphenous vein graft to the diagonal. He has been having recurrent chest discomfort, underwent a stress echocardiography which showed lateral wall ischemia, for which he was brought in for heart catheterization. After informed consent was obtained including risks, benefits and alternatives, the patient was brought in catheterization lab in fasting state. The patient was prepped and draped in sterile fashion. Lidocaine 1% was used to anesthetize the right groin. Using modified seldinger technique, access to right femoral artery was obtained for placement of 5-french arterial sheath, 5-french jl4 engaged ostium of the left main and multiple views were taken. We then exchanged for a 5-french jr4 to engage ostium of the rca (right coronary artery) and one picture was taken. We then engaged into the saphenous vein graft to the diagonal and multiple pictures were taken. We then exchanged for an im (internal mammary) catheter, engaged into the subclavian and then the lima, and multiple pictures were taken. We then exchanged for a 5-french pigtail catheter across the aortic valve, performed left ventricular end-diastolic pressure, left ventriculogram, then pulled the catheter across the valve with no evidence of gradient. After reviewing images, decision was made to ffr (fractional flow reserve)the mid circumflex given this was the area that had the lateral wall ischemia. So, patient was heparinized. After exchanging for a 6-french sheath, we advanced a 4.0 xb. Ffr wire was zeroed outside of the body and then equalized in the proximal portion of the left main where it was a normal segment and then the ffr wire was advanced distally and then we performed actually rfr (resting full-cycle ratio) with a value of 1.0 consistent with lesion being nonsignificant at all. Wires and catheters were removed. We did a final angiography to make sure there was no damage to any of the vessel from the wire and then did right iliofemoral angiography. We attempted to deploy a perclose; however, the perclose device actually broke as it was going in, luckily was able to actually nudge the distal end of it and remove it. No patient harm. We placed the sheath back in and then later on after reversing heparin with protamine, we did manual pressure with good hemostasis. No sign of hematoma. Patient tolerated procedure well and was discharged. Manufacturer response for device, hemostasis, vascular, perclose proglide (per site reporter). (B)(6) manager spoke to representative. Device is with me (quality coordinator).